Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. Oversensing and high impedance were noted. Fracture at the ring electrode was suspected. The lead was reprogrammed from true bipolar to integrated bipolar. The patient later presented to the hospital after an alert triggered for high tip to ring impedance. Since the lead was configured tip to coil, the alert was turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.